Manufacturer narrative:
Hospital kept the device.

Event description:
It was reported that a xia 2 rod fractured post-operatively. The patient was noted to have already achieved fusion. Revision surgery was performed to remove the fractured rod.

Manufacturer narrative:
Visual, dimensional, material, and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From the xia IFU: the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. As the rod was not returned, a definite root cause cannot be determined. However, based on the length of implantation (1 year) and the fact that the patient fused, fatigue fracture may have occurred.

Event description:
It was reported that a xia 2 rod fractured post-operatively. The patient was noted to have already achieved fusion. Revision surgery was performed to remove the fractured rod.